Event description:
A customer reported experiencing a cartridge alarm issue with their tandem mobi pump between august and september 2025. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support confirmed the alarm and decided to replace the pump. The customer was instructed on how to return the problematic pump and advised on the steps to take upon receiving the replacement.